Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarms. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The cause of the venous air alarm cannot be determined. There were no similar problems reported on subsequent treatments. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.